Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information has been received from the customer which confirmed the device underwent routine pre-cleaning after the procedure according to the instructions for use. Additionally, the customer inspected air/water flow function before procedure and the customer used the air/water channel cleaning adapter (mh-948) when feeding air/water. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reprocessing steps did not deviate from the instructions for use. The final root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber glue chipped, distal end insulation less than threshold, light guide lens cracked/chipped, bending section rubber glue cracked/separated, connecting tube had pocket punch, connecting tube scratched, cp-plate broken, air/water nut painting peel off, suction cylinder nut painting peel off, universal cord scratched, angulation is lower than standard, angulation play and air water channel less than spec value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance of the evis exera iii colonovideoscope, had defects of the universal cord, distal end, connector, control section and related parts. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.